Event description:
The reporter stated that the device stopped working during use in a surgical procedure. The case was discontinued and a second surgical procedure had to be rescheduled as another dermatome was not available to use at the facility.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.